Event description:
Note: the report pertains to the 1st of 4 complaints opened against an event that occurred during a single procedure. Refer to manufacturer report #'s 3005099803-2008-6233, 3005099803-2008-6234 and 3005099803-2008-6235 for additional information. It was reported to boston scientific corporation in early 2008, that a resolution clip device was used during an egd (esophagogastroduodenoscopy) with clip placement procedure performed two days prior (patient age, gender and weight are unknown). According to the complainant, the clip would not detach from the catheter to complete deployment. Procedure completed with another of same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.